Event description:
It was reported by the affiliate during a gastrectomy procedure that the active blade broke, with gen04 and hp054. Broken piece was retrieved. Another device was used to complete the case. There was no adverse patient consequence. One device returning.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.